Event description:
It was reported that the customer received the battery out limit alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. Explained that the battery out limit alarm may have indicated a loose battery cap. Advised that a replacement battery cap could be sent and to monitor the insulin pump. However, a replacement insulin pump was sent instead per customer's request. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.